Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx drug eluting stent was implanted in the rca. Approximately 33 months post procedure patient suffered gastrointestinal bleed. Gi bleeding was suspected as the patient had a dark tarry stool. The patient was on dapt 24 hours prior to the event. The event was treated with colonoscopy and blood transfusion. Patient recovered.